Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized due to hypocalcemia and was treated with vancomycin injection (250mg, intravenous, ongoing) and ceftazidime injection (250mg, intravenous, ongoing) for peritonitis. On an unknown date, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis (thrice a week). At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (unknown date) and the patient was confirmed to be recovered from the peritonitis event. It was further reported the patient was stable. Should additional relevant information become available, a supplemental report will be submitted.